Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's device wasn't working and they wanted it removed. The patient was still in a lot of pain and when they charged the device it didn't last long. They noted that the device wasn't doing them any good. The patient talked to their doctor and they told them they couldn't have the device removed; the doctor told them to get in contact with a manufacturer's representative to see if they could fix it. The patient said it might be an issue with the lead or the battery. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that when asked to clarify what the patient meant when they reported that the device wasn't working the representative noted that it sounded to them like it was overdischarged but the patient didn't want to meet with the representative to assess the ins. The cause of the issues was not determined. The patient was electing to get a non-rechargeable ins. No further complications reported.